Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after one month of implantation due to infection. No new device was implanted. No additional adverse patient effects were reported.